Event description:
The sales rep reported on behalf of the customer that the labelling was correct, but the surgeon thinks it might be the wrong size. It was further reported that this was noticed during preparation for surgery and that there was no patient involvement.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.